Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing

Event description:
Hamilton medical ag received the following event description: during the preoperational check, after connecting the gas source and turning it on, the self check showed that the oxygen and air sources were missing. No patient involvement.